Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that a few minutes after commencing a chemotherapy infusion leaks were observed from the connection between the terumo set and the carefusion extension set: (B)(4). From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.